Event description:
Healthcare professional reported a lap-band system with "a clear erosion of the band with inflammatory changes around the tubing coursing back to the port," first noticed when the patient "presented to the emergency room with abdominal pain." The lap-band system was "removed in its entirety," it is not known whether the device was replaced.

Manufacturer narrative:
Taper I. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper I. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. The reported events are surgical and physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause of this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.